Event description:
It was reported that the caller experienced a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided guidance on resetting the pump, and after following the instructions, the error did not reappear. The customer successfully started a new sensor session.